Manufacturer narrative:
Per issue, patient is taking amiodarone. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g. Antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting stopping or changing the dose can affect the inr value." Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 2.2, reference: 1.8, mean: 2.0, confidence limits: 1.3 - 2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Patient's medication may have contributed to unexpected result. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. No product was expected to be returned. Retained strip test record has been reviewed. Total four out of four retained strip test result comparison met accuracy criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 2.2, lab: 1.8. Target therapeutic range is 2.0-3.0. One hour between test results.